Event description:
It was reported that at the post-operative check, the right atrial (ra) lead was suspected of occasional intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.